Event description:
The caller reported a malfunction on the pump, but there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.